Manufacturer narrative:
The sapien xt valve was not returned to edwards for evaluation as the valve remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Medical records review revealed the sapien xt valve was implanted in the aortic position via the transapical approach. Post implant, the sapien xt valve is well seated with normal leaflet mobility. The bioprosthetic valve stent is partially under the anterior mitral valve leaflet but is not causing any restriction of the anterior mitral leaflet mobility. Echo performed approximately 4 years post implant indicated a well-seated valve with a mean gradient of 16mmhg and trace regurgitation. One year later, the valve was well-seated with a mean gradient of 14mmhg. Eight (8) years post implant, calcification and sclerosis of the valve with moderate to severe aortic stenosis was observed. The mean gradient measured 42mmhg. Severe mitral annular calcification was also reported. Eight (8) years and 5 months post implant, a 29mm sapien 3 valve was successfully implanted during a valve in valve (viv) procedure. The post viv mean gradient measured 15mmhg. The patient was discharged on postoperative day (pod) 3 in stable condition. Both valves remain implanted in the patient. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the ts is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years 4 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4) continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted.

Event description:
As reported, 8 years and 4 months post implant of a 29mm sapien xt valve in the aortic position, a 29mm sapien 3 valve was implanted during a valve in valve (viv) procedure. The reported reason for the sapien xt valve failure was stenosis. Per medical opinion, this was not an early valve failure. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.